Event description:
The fse reported intermittent communication failure error messages. This error results in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The control panel encoder pcb and ps2 were evaluated and replaced. The system was tested and found to be working as intended and returned to service.